Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA alleging that they had received two vials of onetouch ultra test strips and the test strips inside were discolored. The complaint was classified based on the call recording which the medical surveillance specialist listened to after being unable to contact the patient to obtain additional information, despite numerous attempts. The patient reported that the alleged product issue occurred on (B)(6) 2017. At this time when testing their blood glucose, the patient was unable to obtain any results with the test strips. The patient manages their diabetes by self-adjusting their insulin dosage with humalog and lantus insulin and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient informed the customer care advocate (cca) that 6 hours after the alleged product issue occurred they developed the symptoms of ¿dizzy and thirsty¿; symptoms which they associated with hyperglycemia. In response to these symptoms the patient had been drinking water. No further treatment had been received at this stage. At the time of troubleshooting the cca noted that the test strips were yellow in color, with black markings on the side. The issue remained unresolved and the patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.